Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer inserted new sensor but he was not able remove introduction needle. Customer¿s blood glucose was 100 mg/dl. The sensor will not be returned for analysis.